Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The returned device was given functional testing. During testing the returned device gave a false occlusion alarm. The examination of the device showed the downstream occlusion sensor was shattered; this had caused the false alarm. The root cause of the damage to this component was not definitely established.

Event description:
It was reported that the device gave an intermittent "occlusion" alarm. No known adverse effects to patient.

Manufacturer narrative:
Additional information was received indicating that it was unknown whether a patient was involved in this event.